Event description:
It was reported that during the procedure the spring wire guide (swg) was elongate and damaged. Additional info received on (B)(4) 2011 from the distributor stated that the swg was unraveled. Further additional info received on (B)(4) 2011 from the distributor indicated there were three punctures of the left internal jugular without achieving access to the vein. The catheter was then totally "retired" and the physician requested another device and proceeded to make another puncture in the left subclavian and was successful. The process was not delayed, no surgery was required and there were no systemic complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.